Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4).

Event description:
It was reported that the patient under total hip replacement on an unknown date and suture was used. The suture was knotted suture placed with instrument under the skin. Approximately two months following the procedure, the patient experienced fistulas at the incision. Bacteria was not detected and infection was not confirmed, although effusion from fistulas was not stopped. It was reported that the condition of the incision looked like fat necrosis though the suture had been hydrolyzed and was almost absorbed by the body. CT was taken and effusion was still oozing around the suture. It was reported that another manufacturer's suture was used at fascia. On (B)(6) 2015, surgery was scheduled to remove the suture. It was reported that the patient is still hospitalized. The physician opines that the foreign body reaction occurred due not to the suture itself but hydrolysis of suture because the incision was once cured. Additional information has been requested.

Manufacturer narrative:
The current condition of the patient is good. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.